Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing window, the internal components in the not deployed position, and the needle not visible in the bottom housing window. The download data shows that the pod completed both first and second priming sequences and was deactivated at the end of second prime. Near the end of priming, the rotational sensor remained in the open state for more pulses than expected in conjunction with a dip in pulse widths. This indicates that a drive stall occurred due to the hook talons slipping over the ratchet gear teeth. The drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. The pod was reset and reran with no data abnormalities observed. No damages or defects were observed that would result in a failure of the hook talon to detent the ratchet gear. The exact cause of the hook talon failing to detent the ratchet gear could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod no impact to the patient's glucose level was reported.